Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the transmitter was not within line of sight of the pump. Customer instructed to move the transmitter within the line of sight of the pump, customer reportedly reverted to the use of the dexcom receiver and an alternate method of insulin therapy.

Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. Per tandem user guide: the dexcom g6 cgm only allows pairing with one medical device at a time. Ensure your cgm transmitter is not connected to the dexcom receiver before pairing with the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the transmitter was not within line of sight of the pump, and the transmitter was paired to the dexcom receiver. Customer instructed to move the transmitter withing the line of sight of the pump, and to disconnect the transmitter from the dexcom receiver. No additional patient information was available.